Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : na.

Event description:
It was reported that the patient received inappropriate therapy due to a dislodged lead. The lead exhibited loss of capture. On (B)(6) 2010, the lead was successfully repositioned.